Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscal repair procedure t2 deployed prematurely from the device. T1 was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
The device was returned with t1, t2 and suture separated from the delivery needle. T1 is creased in half. The depth limiter has acquired permanent flares and creases on its distal end. The delivery needle is bent and twisted. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. The physical condition of the device appears to indicate a difficult manipulation with reaching the desired surgical location. No root cause can be confirmed with regards to the manufacturing of the device. A DHR review was performed and the search identified zero deficiencies for this product number and lot. Use error cannot be ruled out as a contributory factor.